Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient undergoing a revision of her total knee replacement due to instability and pain. During the explant of the components it was noted that the ps insert had broken. The surgeon continued with original plan which was to revise the femoral component and tibial insert.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear involving a triathlon tibial insert was reported. The event was confirmed. Visual inspection and material analysis were performed on the returned insert component. The broken posterior edge of one of the condylar surfaces was caused by cyclic edge loading occurring during in-vivo service. Burnishing, third body indentations and delamination are commonly identified damage modes on uhmwpe inserts. No material or manufacturing defects were observed during this examination. Medical records received and evaluation: root cause of failure through fracture of the tibial bearing insert is procedure-related with regard to component malposition on both femoral and tibial side resulting in flexion instability with the femoral component acquiring excessive rollback in flexion and thereby causing overload with fatigue fracture in the posterior sections of the tibial bearing. No evidence for patient-related or device-related factors. This pi case is not device-related. Device history review: review of the device history records indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the root cause of failure through fracture of the tibial bearing insert is procedure-related with regard to component malposition on both femoral and tibial side resulting in flexion instability with the femoral component acquiring excessive rollback in flexion and thereby causing overload with fatigue fracture in the posterior sections of the tibial bearing. No evidence for patient-related or device-related factors. This pi case is not device-related. No further investigation is required at this time.

Event description:
It was reported that the patient undergoing a revision of her total knee replacement due to instability and pain. During the explant of the components it was noted that the ps insert had broken. The surgeon continued with original plan which was to revise the femoral component and tibial insert.